Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon further investigation it was found that the device was displaying a white screen. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed.

Manufacturer narrative:
Servcie agent evaluated the customer's device and verified the reported issue. After the post redux kit was replaced a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
The replaced part was further investigated by stryker. The root cause of the white screen is due to damage to the capacitor c181 on the user interface pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon further investigation it was found that the device was displaying a white screen. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed.